Event description:
It was reported that during preparation for a pulmonary vein isolation procedure, the farawave pulse field ablation catheter presented a broken flush port that could not be attached to the pressure bag port. The patient was being treated for persistent atrial fibrillation and this is considered off-label use. The catheter was not used for this procedure and was replaced to resolve the issue. The procedure was completed and there were no patient complications. The catheter is expected to be returned. It was further reported, clarification was provided indicating that the device issue was that the flush port on the catheter was broken. The catheter was received for analysis and investigation is still ongoing.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure, the farawave pulse field ablation catheter presented a broken flush port that could not be attached to the pressure bag port. The patient was being treated for persistent atrial fibrillation and this is considered off-label use. The catheter was not used for this procedure and was replaced to resolve the issue. The procedure was completed and there were no patient complications. The catheter was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be separated. A guidewire was inserted into the catheter, and the catheter was deployed to basket successfully. Subsequently, a flushing test was not possible because the strain relief/luer were separated. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief/luer could be seen. The reported flush port detachment was confirmed.